Event description:
It was reported that during an ablation procedure the signal decreased to 0 and power output increased. After follow up with the customer to obtain detailed information of the event, it was stated that the signal loss occur on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems (siemens sensis) at the same time (not always on carto and not always in the same way) making this event reportable. The case was completed without patient consequences.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an ablation procedure the signal decreased to 0 and power output increased. The case was completed without patient consequences. The bwi field engineer discussed with the clinical support specialist (css) and no live troubleshooting was able to be performed since no procedure was under process. The css would like to have some guidelines for the next procedure and it was provided. The bwi field engineer followed up with the account and the issue was not duplicated during next procedure. It was confirmed that the system was operational. The DHR associated with carto 3 # 12050 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.